Event description:
It was reported during an implant for an a/v graft in the forearm, serous fluid was seeping through the graft at the arterial anastomosis and it would not seal. The doctor removed the graft and used another one. It was later reported by the user facility that the event could have occurred as they stretched the graft.

Manufacturer narrative:
The device history record (DHR) was reviewed and the lot me all release criteria. Leakage through this graft could be associated with improper internodal distance (ind) and/or low water entry pressure (wep) values. The results from qc physical testing showed that grafts from this lot met the requirements for ind and wep and passed 100% visual inspection. There was no evidence of any deficiencies within the lot as they relate to tis complaint. This has been the only incident reported for this manufacturing lot number to date. Based on the DHR review, there is no evidence of a manufacturing related cause to this event. The returned specimen consisted of one segment of graft approximately 8cm in length. The graft was heavily blood stained. There were no sutures or suture holes and all of the external support had been removed. There were clamp marks on one end of the graft segment most likely used to remove the segment. Ther is no indication from the graft segment of either end being used as an anastomosis (no sutures, suture holes). The condition of the graft makes it impossible to determine any visible wetting or any type of leakage. Based on the information submitted, it is unknown if procedural or patient factors contributed tothis event. The results of the investigation are inconclusive and the definitive root cause is unknown.